Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported recurrent mr and tissue injury appear to be due to the slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation, and tissue injury. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed posterior leaflet. One clip was implanted, reducing mr to grade 1. During follow-up, on (B)(6) 2023, single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet, and mr increased to grade 4. It was noted that the posterior leaflet had torn. No intervention was performed at the moment. No additional information was provided.